Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during unpacking that the device seal became compromised. A flexima drainage catheter pouch seal was discovered to be opened during unpacking. No patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was received and the pouch was inspected, it was found damaged (broken and cut), however the package has evidence of the sealed process was performed. The catheter was inspected and no anomalies or damages were found. The metal cannula was inspected and it was found bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during unpacking that the device seal became compromised. A flexima drainage catheter pouch seal was discovered to be opened during unpacking. No patient involvement.